Event description:
Healthcare professional reported, "baker's grade 3, capsule". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade 3.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Correction to b5, h6 of the initial medwatch: the previous report stated the device had been explanted, and submitted f1905, b17. It was later reported on 26/nov/2024 that the device remained implanted at the time of initial medwatch submission, and b20 should have been submitted. The actual date of device explant was received at the same time this information was reported.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.